Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown due to normal battery depletion and after turning it back on, pump reset had occurred. Customer reloaded the cartridge and reportedly resumed pump therapy. Customer's blood glucose was 67 mg/dl.